Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had smoke releasing from the joint where the cables were located. The issue occurred when using energy. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no arcing occurred. Smoke was seen coming from the joint as though the cables were conducting so the customer removed the instrument. The patient was not injured and has not returned to the hospital.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a dislodged cautery hook at the distal end. The hook is not fully intact at the molded insulator and as a result failed both electric continuity and energy delivery tests. The complaint was confirmed by failure analysis.